Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry, along with wire bond lifts. The device was sent for additional analysis, and results will be forwarded as soon as possible.

Event description:
It was reported that during a follow-up session, the device was noted to be at eri (elective replacement indicator). Six weeks later, the patient experienced symptoms and went to the hospital, whereupon device interrogation was not possible. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".